Event description:
It was reported that during the procedure, the fibers wire may have been bent or cracked, as it failed to engage when the physician attempted to use it. After replacing the device, the procedure was completed without any patient complications.